Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was at the doctor's office and the insulin pump alarmed displayable history check failed on startup. Blood glucose at the time of the alarm was 360 mg/dl. Mother stated the customer's blood glucose was high at 500 mg/dl when they left the doctor's office. It was also reported the meter was not communicating with the insulin pump. It was stated that a temporary basal was not programmed before the alarm but the device was stored with a dead battery for an extended period of time. They were advised to monitor the insulin pump and call back if needed.